Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump was ghost bolusing. This issue is potentially reportable as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: the pump boots to the verify screen with audible and vibratory features. The pump was exercised for 24 hours; no un-programmed boluses were delivered or recorded in the pump history during this time. Manually performed a 10u normal bolus and a 10u audio bolus successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. Unable to duplicate the complaint. Battery compartment is cracked below the bumper pad. Corrosion observed inside battery compartment. Leak test verifies leak in battery compartment. Removed pump cover; no further evidence of moisture damage was found. Returned battery cap has stripped threads; test cap used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).